Event description:
It was reported that during xia3 surgery the surgeon initially inserted blocker deeper than usual. Upon removal of the blocker and rod, the surgeon checked the screw and noticed that the screw head had popped out. The surgeon removed the broken screw and selected another screw.

Manufacturer narrative:
Method: device history review, complaint history review; risk assessment; results: the customer reported event of a tulip disengagement of a xia 3 titanium polyaxial screw was confirmed via visual inspection of the returned device. The correspondence confirmed that the blocker was inserted more deeply than usual or over tightened. Previous investigations of tulip disengagement reveal that over tightening at a high angulation is the principal cause of the issue. Conclusion: the root cause of the event is likely due to the over tightening at a high angulation.

Event description:
It was reported that during xia3 surgery the surgeon initially inserted blocker deeper than usual. Upon removal of the blocker and rod, the surgeon checked the screw and noticed that the screw head had popped out. The surgeon removed the broken screw and selected another screw.